Event description:
It was reported via repair work order that the litter was experiencing phantom motion due to pinched coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.